Event description:
Gave injection to patient. Attempted to close the needle guard on the needle against the table. Needle came disconnected from syringe. Needle lock had not engaged. Needle sliced through rn's glove (left thumb) and across the surface of my skin. Needle did not break skin. Discussed this event with ip and pharmacy. Looking to get guidance from the state as department of health supplies all the needles for covid 19 vaccinations.